Event description:
It was reported that during a vascular stent deployment in an sfa vessel, the vascular stent became twisted during the deployment; therefore, a pta balloon was used to create an opening between the vascular stent in the vessel wall for a balloon expandable stent to be deployed successfully, pushing the vascular stent against the sfa wall. The pt was reported to be asymptomatic following the procedure. There is no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. As part of all complaint investigations, an attempt is made to evaluate the subject device as well as the device usage. In this particular case, no sample and no images were provided for evaluation. A root cause analysis for this failure mode has been performed. The twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. However, in this case, a definite root cause for the issue reported could not be identified. The IFU states: "initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position.... While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum... While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end...deployment of the stent is complete when the proximal stent end apposes the vessel wall and the sheath radiopaque zone is proximal to the proximal end of the stent."